Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the probably cause of the reported event was most likely attributed to thermally induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ceramic tip of the hysteroscope had a crack. There were no reports of patient involvement.